Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an unintended disconnection during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
Correction: disregard initial report because this file has been deemed non-reportable.